Event description:
The 780g insulin pump and instinct sensor providing false low blood glucose readings for days. My actual bg was 100+ points higher. Doctor recently did an a1c and said my it was elevated despite the fact the pump shows my time in range as good. Furthermore, I have tried for a day to get a hold of technical services at minimed and you cannot get a hold of anyone to report issues.